Event description:
It was reported to the manufacturer, by the end user, per the end user, that while she and a another individual caregiver were lifting her son off the floor (not fall related) the vest that he was wearing, and sling became caught up in the black handle of the leg locking knob on the front of the base. When they were lifting him the tension from the sling and the vest became so great that the lift stopped. The tension remained so tight they were unable to get him released from the lift for at least 15 minutes, and the only way they were able to get him out of that lift is with 2 people after he was removed from the lift and sling his skin was pink, for 30 - 45 minutes due to the fabric rubbing against his skin. She feels this is a design and instruction flaw because in assembly instructions in the user manual states "ensure leg-locking knob engages flush against the base casting and the legs no longe move freely. She feels that knob should be flush (and not protruding) from that base as "this presents a hazard, and doesn't want anyone to ever go through this, and she feels it very likely could". Complaint (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.